Event description:
It was reported that the "up" "down" and "ok" buttons are intermittently responding. The "up" button reportedly feels different when pushing. The patient wears the pump in their pocket sometimes and sometimes clipped to the belt.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were responsive and had normal spring back. The keypad was removed and no problems were observed with the key contacts. There was evidence of contamination found under the key contacts. Unrelated to the complaint, the internal battery was found to be leaking and not holding charge. The pump was found to not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also, unrelated to the complaint, evaluation revealed a faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This report is made under the requirements of the medical device reporting regulations

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.